Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit did not heat. The breathing circuit was tested prior to patient use.

Manufacturer narrative:
(B)(6) the 510(k) number: the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Although it was reported that the breathing circuit would be returned to fisher & paykel healthcare for evaluation, the circuit has not been received. Without the return of the circuit for electrical testing, we are unable to confirm or determine the root cause of the reported complaint. Should the circuit be returned for testing in the future, we will file an additional report with our investigation findings.

Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit did not heat. The breathing circuit was tested prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt212 breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. A lot check revealed no other complaints of this nature for lot number 100409. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit did not heat. The breathing circuit was tested prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.